Event description:
Clinical study. It was reported that after a coronary artery stenting procedure the pt experienced angina, a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated was located in the mid left anterior descending (mid lad), with 90% stenosis and was 22 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and a 2.5 x 32 mm taxus study stent was implanted, with 0% residual stenosis. It was noted that a second stent was opened but not used. The principal investigator (pi) inadvertently opened investigational device. This device was returned. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. One thousand two hundred seventy two days after the index procedure, the pt experienced chest pain over the course of several hours. It was described as substernal chest pressure that radiated across his chest. It was associated with diaphoresis, shortness of breath and nausea. Paramedics were called and he was given sublingual nitroglycerin x 3 with no relief. He was taken to an outlying hospital for further eval and treatment. Upon admission, an ECG showed inferior q-waves, iii avf. Troponin I was elevated at 0.36 (0.2 upper limit), no cpk was checked. A chest x-ray showed some cephalization and no opacity. The pt was started on a nitro drip and became hypotensive at which point integrilin was started. The pt was found to have an inferior nstemi. He was admitted to the ccu for further eval and treatment. On arrival to the ccu, the pt was continued on integrilin and heparin. The pt's cardiac enzymes were positive. The next day, an ECG showed negative deflection inferiorly but no significant s-t changes. His ECG evolved with poor r wave progression. Two days after admission, the pt underwent a successful thrombectomy which revealed a 90% stenosis in the mid lad. The pt was treated with a balloon angioplasty and placement of a non bsc drug eluting stent. The post treatment diameter stenosis was 0%. A large amount of organized red thrombus was removed with an export catheter. The pt was discharged the next day. In the opinion of the physician, the relationship of the events to the taxus stent is possibly.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.